Manufacturer narrative:
The device was inspected and tested on may 02, 2017. Within this inspection, functional testing and visual inspection was made. The result was: product did not show any deviations that could cause the reported incident. From the information reported our assumption is that the incident may be due to the pin placement or due to insufficient pin pressure. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head. We asked distributor for further information to the incident but did not receive additional information.

Event description:
Customer service was contacted on 04/25/2017. Distributor stated: the customer did report that one of the skull clamps slipped on a patient. The sn for the slippage is (B)(4)." We asked distributor for further information to the incident but did not receive additional information.